Event description:
Note: this is the first of two devices used during the procedure. It was reported to boston scientific corporation that during placement of an endovive standard peg kit device, the feeding tube detached from the bolster came loose. According to the complainant, the physician attempted placement of another endovive standard peg kit device. Refer to MFR report #3005099803-2008-07134 for details regarding the second device.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.